Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/01/2019. H3 device evaluation summary: an unopened sample of product code j260, lot # mp2319 was returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. An unopened sample of product code j260, lot # ml7025 was returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture post-op was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-83392 and 2210968-2019-83393 and 2210968-2019-83396 and 2210968-2019-83397. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: ml7025; expiration date: 09/30/2023. Date of mfg.: 10/21/2018. Mp2319; expiration date: 11/30/2023. Date of mfg.: 12/07/2018. A manufacturing record evaluation was performed for the finished device for the possible lots, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? Ml7025 and mp2319. Procedure name? Ml7025 and mp2319 . What tissue dehisced? Fascia. Was there any antibiotics, medication/medical treatment provided to patient? Unk.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used on the fascia. The patient experienced dehiscence in weeks following the surgery. The suture is breaking in the middle and knot is intact. It was not reported how the dehiscence was managed.